Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This product is not cleared or distributed in the u.s., however, this report is being submitted as zimmer biomet manufactures a similar device that is cleared or distributed in the united states under 510(k) k042757. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent right knee arthroplasty. Subsequently, the patient underwent revision approximately 2 years post op due to polyethylene exchange due to instability.

Manufacturer narrative:
(B)(4). Medical product: unknown knee bearing cat#: unk, lot#: unk, biomet offset adapter cat#: 185210, lot#: 881840, vanguard ssk distal femoral augment cat#: 185388, lot#: 008930, vanguard ssk posterior augment cat#: 185428, lot#: 818310, vanguard ssk posterior augment cat#: 185348, lot#: 029320, vanguard ssk femoral cat#: 185268, lot#: 3400701, biomet smooth knee stem cat#: 145024, lot#: 303320, vanguard tibial tray cat#: 161432, lot#: 3431122, biomet smooth knee stem cat#: 145000, lot#: 226130. Foreign- (B)(4). The implanting hospital is in (B)(6), but the event is reported in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision following polyethylene exchange due to instability, two years following the right knee arthroplasty.